Event description:
It was reported that the patient experienced pain with removal of the catheter after initial surgical implantation of the artificial urinary sphincter (aus). A day after the procedure, the physician determined erosion had occurred, and the cuff had migrated from the bulbous urethra to inside the urethra. The patient remained incontinent, and the suspected cause was prior radiation to the tissue surrounding the urethra and the removal of the catheter with fluid still present in the aus balloon. The aus cuff was explanted and patient was later implanted with a new aus cuff. No further patient complications were reported.

Manufacturer narrative:
Update to b5 event description, h6 patient codes, and h6 impact codes.

Event description:
It was reported that the patient experienced pain with removal of the catheter after initial surgical implantation of the artificial urinary sphincter (aus). A day after the procedure, the physician determined erosion had occurred, and the cuff had migrated from the bulbous urethra to inside the urethra. The patient remained incontinent, and the suspected cause was prior radiation to the tissue surrounding the urethra and the removal of the catheter with the catheter balloon still inflated. The aus cuff was explanted and the patient was later implanted with a new aus cuff. No further patient complications were reported.

Manufacturer narrative:
Based on the information available, the product analysis of the artificial urinary sphincter (aus) was unable to be performed because the device was not returned to boston scientific. Review of the manufacturing documentation did not find any evidence that the device failed to meet product specifications prior to shipment. The reported urethral erosion and migration into the urethra are anticipated in nature and documented in the instructions for use and hazard analysis. Although the cause of the event was not established, review of the labeling documentation did confirm there was no evidence the device was handled improperly, and the pain, erosion, and migration are included as events resulting from the implant of the device. The review of the patient counseling information does include these reported allegations; therefore, the pain, erosion, and migration are known inherent risks with the aus that contributed to the reported event.

Event description:
It was reported that the patient experienced pain with removal of the catheter after initial surgical implantation of the artificial urinary sphincter (aus). A day after the procedure, the physician determined erosion had occurred, and the cuff had migrated from the bulbous urethra to inside the urethra. The patient remained incontinent, and the suspected cause was prior radiation to the tissue surrounding the urethra and the removal of the catheter with the catheter balloon still inflated. The aus cuff was explanted and the patient was later implanted with a new aus cuff. No further patient complications were reported.